Manufacturer narrative:
The pump was received with a cracked case at the battery tube extending to the side of the pump. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Pump received with flashing white display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection, and found corrosion on the lcd flex cable, pcba 1, pcba 2, force sensor and keypad flex cable. The motor had moisture damage. There was no damage noted to the lcd controller. The pump was received with flashing white display due to corroded lcd flex cable and corroded electronic assembly. Unable to perform the required tests due to display anomaly-flashing white display. Cosmetic damage was confirmed at the back of the pump extending to the side of the pump. Damage-moisture confirmed. Display anomaly-flashing white display confirmed. Upload error confirmed (unable to download history files/traces using thump due to display anomaly-flashing white display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received crack on pump. The event involved product(s) mmt-1810. The customer reported no adverse event. Troubleshooting was performed and understood that the crack at the back of pump and water in the screen and is impacting the pump functionality. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Product return is expected for mmt-1810.